Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that sensation plus 50cc intra aortic balloon had leak, blood in tubing (balloon rupture) and kink. No harm and injury was reported.